Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is placing the implant too deep.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient complained of pain following the initial procedure. The surgeon determined that the first implant had breached the neuroforamen. Five days after the initial surgery, the surgeon performed a revision surgery where he backed out the first implant approximately one centimeter to alleviate the breaching. The patient's pain resolved following the revision procedure.